Event description:
Sales consultant reports that patient was revised due to non-union and pain related to implant of devices. Parts were originally implanted on (B)(6) 2013 with 2.0mm ti dynamic compression plate and screws. On an unknown date, it was revealed that plate and screws had not united the target fracture. The date, the patient first reported pain, is not presently known. Patient was returned to the or on (B)(6) 2012, and the patient was revised to another plate and screws. This event is on a 2.0mm cortex screw self-tapping. This is 6 of 9 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.